Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. D4: batch #870a29. Investigation summary . The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the staple height selector from the left side broken and with no cartridge reload loaded in the device. Further analysis shows the anvil partially detached from the distal end and the anvil posts on this area and one post of the proximal end appear to be damaged as if the anvil was pulled out off the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 870a29, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Did the damage occur right out of the packaging, during loading/unloading, or in the operative field ¿ during loading. 2. What part of the device broke ¿ anvil fork. 3. Did any pieces fall into the patient - no. 5. Will all pieces be returned with the device - yes. 6. Could you please clarify if there were any patient consequences ¿ not used with patient .

Event description:
It was reported that during an unknown procedure the device got damaged.